Event description:
Complainant alleged that during a routine test by a clinician the device displayed error message code "status 56" on the monitor screen, error code "status 56" indicates cpu failed to communicate with the epu. The complainant indicated that there was no pt involvement in the reported failure.